Event description:
It was reported that pump experienced malfunction alarm with code malf 16 and was not resettable, with no notable events occurring beforehand and no reported adverse impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, and resent a field correction notice while updating or confirming email as needed; customer was instructed on storage mode, advised to return malfunctioning pump within 10 days using provided shipping materials, and informed they would need to reprogram pump settings and reconnect continuous glucose monitor on replacement device, all of which customer understood and acknowledged.